Event description:
Patient presented to (B)(6) emergency department for defibrillator shock. Patient reports his primary cardiologist made some medication changes, on (B)(6) 2024 his metoprolol was stopped, and amiodarone was changed to every other day. Patient reports on (B)(6) 2024 he received defibrillator shock at which time all of his previous medications were resumed at prescribed doses. Patient has been transferred to (B)(6) hospital for further ep evaluation. Bedside interrogation of device reveals what looks to be atrial flutter poorly sensed on ra lead. Poor vectors available on lv lead for crt pacing. Decision was made to revise a device with extraction and revision of ra and lv leads.